Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "under aseptic operation, the doctor left the right subclavian deep vein puncture catheterization for the patient, and found that the guidewire was broken during the process, so he removed another guidewire from the same batch of double lumen central venepuncture kit and successfully placed it into the right subclavian deep vein. The patient's vital signs were stable during the catheterization process, without causing any adverse damage." Additional information reported "the swg was found kinked." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "under aseptic operation, the doctor left the right subclavian deep vein puncture catheterization for the patient and found that the guidewire was broken during the process, so he removed another guidewire from the same batch of double lumen central venepuncture kit and successfully placed it into the right subclavian deep vein. The patient's vital signs were stable during the catheterization process, without causing any adverse damage." Additional information reported "the swg was found kinked." There was no medical intervention required. The patient's current condition is reported as "fine".